Manufacturer narrative:
Findings: pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip completely broken off and not hold the reservoir tube properly, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is cracking and missing pieces on the opening of the reservoir compartment. The customer stated that the belt clip broke, the pump fell and hit the ground. The customer stated that the reservoir came out of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.